Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple drawers were experiencing recurring failures. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main pyxis station was experiencing multiple drawer failures. A field service engineer inspected the components, cables were reseated, and debris was cleared from the affected areas. Drawer 5.1, specifically row b cubie 1, failed and could not be recovered. Upon further inspection, a snapped wire was found in the cubie tray, indicating that the tray needed replacement. Test functions were performed to verify the repair, and all cleaned components were confirmed to be operational. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name - (B)(6).